Manufacturer narrative:
Investigation: upon visual inspection of sample, no defect could be seen. However, in the qa lab, the returned extension tubing was observed broken in the middle of the tubing. The defect looks to be caused by the pinch clamp. The qa operator tested all parameters of the pinch clamp and extension tubing and no abnormality was found. A review of the device history record revealed no irregularities during the manufacture of the reported lot numbers. Although the customer¿s reported defect was confirmed, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that a bd pegasus¿ safety closed IV catheter system leaked during use. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
Correction: initial MDR report stated "date received by manufacturer" was 01/05/2017 instead of 01/05/2018.